Event description:
Patient was for a pill cam but the capsule did not sync with the device therefore no information was obtained. A second attempt was made and the devices still did not sync. Tech support and company representative notified.